Event description:
It was reported that during an implant procedure, the left ventricular (lv) lead exhibited high pacing impedance. The physician elected to not used the lv lead and, a new lead was implanted. The patient had no consequences throughout the procedure.

Manufacturer narrative:
The reported event of high pacing impedance was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found the ring electrode 3 cable was broken/separated from the crimp tube, and the ring electrode 3 was dislocated from its original location. The s-curve hump height was measured within specifications. The cause of the reported event was isolated to the ring electrode 3 cable being broken consistent with procedural damage.